Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the body collet separated from the screw and the collet frozen in the upward position. Part of the screw head was sheared on the thread. The star drive and the body/collet showed marks not consistent with mfg. The product returned semi-assembled causing features to be unobtainable and other features damaged. A review of device history record did not reveal any conditions that could have contributed to the reported event.

Event description:
It was reported that during the surgery the head of 6.0 mm titanium matrix polyaxial screw came off the screw. The pt was unharmed. Another screw was used and the surgery was completed successfully. This is 1 of 2 reports for the same event.